Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to an mrsa (methicillin-resistant staphylococcus aureus) pocket infection. Reportedly, an mrsa swab was made at the incision site with a small communication into the pocket. There was no additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to an mrsa (methicillin-resistant staphylococcus aureus) pocket infection. Reportedly, an mrsa swab was made at the incision site with a small communication into the pocket. There was no additional adverse patient effects were reported. This rv lead was explanted.